Event description:
Revascularization of the right sfa was carried out using two admiral xtreme balloon catheters. Approximately 16 months post revasc, the patient suffered bilateral critical stenosis, with 90% stenosis in both legs. The left leg was treated with 3 non-mdt pta balloons 19 months post ae and the right leg was treated with 2 evercross pta 2 months later. Patient recovered.

Manufacturer narrative:
Ifinformation is provided in the future, a supplemental report will be issued.